Event description:
It was reported by the edwards field clinical specialist that following bav, during a transapical tavr procedure, the patient went into atrial fibrillation (afib). Following valve deployment the patient¿s blood pressure remained low and 10mcg of epinephrine was administered as the sheath was being removed. Reportedly the patient went into afib with a rapid ventricular rate in the 130's. Synchronized cardioversion was performed and was unsuccessful. The patient then went into ventricular standstill and CPR was initiated. Volume and pressors were continued to be administered and an iabp was placed. The patient recovered to afib with a rapid ventricular rate and esmolol was administered to decrease the heart rate along with pressors and the patient¿s heart rate decreased to 80's and pressures were in the 90's. Post CPR the tee revealed no paravalvular and no central regurgitation and the circularity of valve was unchanged. The sternotomy was closed in the usual surgical fashion and the patient was transported intubated, on pressors and an iabp. Additionally, as per the operators, it was determined that the patient had a small thick walled cavity and with the afib the patient lost her atrial kick which in combination with the small dose of epi created the afib with rapid ventricular response. This decreased the pressure and was associated with decreased filling time. Possibly the lower pressures was associated with protamine administration. This caused the standstill. It was reported later that night the patient was extubated, the iabp was weaned and discontinued, and the patient¿s neurological function was intact.

Manufacturer narrative:
Per the instructions for use, arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, and as documented in an edwards clinical technical summary for complaints- atrial fibrillation, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, the exact cause of the reported atrial fibrillation cannot be confirmed. However, in addition to the procedure itself, patient factors (history of heart failure, cad with recent non-stemi) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.